Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that that yesterday, their husband was using a massage gun on their back and they went over their implant and ever since then, they had been getting tiny little shocks through their body every hour. The patient stated they didn't think this was normal but last night they thought they could maybe try to sleep it off but it kept waking them up every hour. Patient stated they thought it was kind of weird so they got it up this morning and thought they should use their external devices to check the implanted system. Patient stated they hadn't had to use their external devices in months so they knew they were dead, so they plugged everything in. Patient stated the handset was powering fine, however the communicator wasn't. Patient stated the communicator had an orange light but wasn't powering on. The patient stated they called their managing health care provider (hcp) and their hcp told them to call medtronic about the issue. Patient services reviewed with the patient that if the communicator hadn't been charged in a long time, that guidance was to plug it in and give it time (2-4 hours) to power back on. Patient is going to let the communicator charge a little while longer and call back for expedited saturday shipping (if possible) if they still weren't able to power it on after 4 hours. Patient services also reviewed compatibility guidelines for household appliances with emi and tens units and redirected the patient to follow up with their hcp about the shocking as a result of using the massage gun. Documented reported event. No further action was taken by patient services.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  that yesterday, their husband was using a massage gun on their back and they went over their implant and ever since then, they had been getting tiny little shocks through their body every hour. The patient stated they didn't think this was normal but last night they thought they could maybe try to sleep it off but it kept waking them up every hour. Patient stated they thought it was kind of weird so they got it up this morning and thought they should use their external devices to check the implanted system. Patient stated they hadn't had to use their external devices in months so they knew they were dead, so they plugged everything in. Patient stated the handset was powering fine, however the communicator  wasn't. Patient stated the communicator had an orange light but wasn't powering on. The patient stated they called their managing health care provider (hcp) and their hcp told them to call medtronic about the issue. Patient services reviewed with the patient that if the communicator hadn't been charged in a long time, that guidance was to plug it in and give it time (2-4 hours) to power back on. Patient is going to let the communicator charge a little while longer and call back for expedited saturday shipping (if possible) if th ey still weren't able to power it on after 4 hours. Patient services also reviewed compatibility guidelines for household appliances with emi and tens units and redirected the patient to follow up with their hcp about the shocking as a result of using the massage gun. Documented reported event. No further action was taken by patient services. Additional information was received from the patient. It was reported that charging their device resolved the shocking issue. However, it took a long time. Patient was able to charge their communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.